Event description:
It was reported by the customer's wife that the insulin pump was not working. Customer's wife stated that she will reach her husband and call back since she does not have the pump on hand to verify the serial number of the device. Customer's wife called back to give the serial number for the pump and it was reported that her husband was in the hospital due to pneumonia. It was also reported that the customer dropped the pump in the toilet. The nurse called the customer's wife to tell her that the pump is not working. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Findings: unit alarmed constantly a21 alarm due to faulty b1 m/b. No traces of moisture at elec or motor assemblies noted per visual inspection. Unit received with cracked case at display window corners and reservoir tube. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. Unit received with broken reservoir tube lip. (B)(4).